Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.

Event description:
It was reported that approximately 2 years ago, the patient was diagnosed with a broken screw that was initially implanted in april 2000. About six months ago the patient went back to the surgeon with pain. The patient stated that the surgeon said the symptoms had nothing to do with the broken screw and was offered cortisone injections. The patient now has increased pain and numbness in his right leg with intermittent shooting pain to the right foot, and is unable to rest at night due to the pain. The patient is requesting assistance and has offered to sign a release to his medical records and x-rays. No revision surgery was reported.